Event description:
A us distributor reported that a battery was unable to power on a monitor. A us distributor reported that an electrode belt was not recognizing ecgs.

Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (will not power on monitor) was due to the battery pack tri-cells being mis-matched. The root cause of the mis-matched cells was unable to be positively identified. There was no adverse event that resulted from the damaged battery. Device evaluation of electrode belt has been completed. The reported problem (ecgs not recognizing) was due to contamination found on multiple components in ECG ¿a¿ housing, causing ecgs to not recognize. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged belt.